Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity, and hook and sheath of the device were inspected and was found to be within specification. The heel gap of the device was also measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device¿s sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. The device did not stick on tissue or locked on tissue during tissue testing and no electrical or wiring issues were found. The knife cut of the device was tested on a silicone test strip with unacceptable results. The knife-edge was found to be damaged during high mag inspection, and the device failed the cut test. The damage to the knife blade also caused it to not advance. This damage was consistent with the user cutting on an inadequate material such as a staple or clips. It was reported that the jaws of the device were difficult to open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a knife failure. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device jaws locked up during sealing uterine artery and vein and was then seal three times and then pulled off. No bleeding occurred. There was no patient injury.